Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and no deviation or anomalies were identified. This device is used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface. The patient first received the implant 9 years ago.